Event description:
It was reported that damage occurred to the pump housing and the area surrounding the usb port; however, this did not affect the customer's ability to charge the pump, although it could no longer be guaranteed watertight. There was no adverse impact to the customer's blood glucose level. The situation was resolved by technical support, who arranged for a replacement pump to be sent. The customer understood the instructions to put the old pump into storage mode before returning it and agreed to send it back using a provided return box and pre-paid label. Additionally, the customer required a signature upon delivery of the new pump. Customer will continue to use current pump for insulin therapy.